Event description:
It was reported that the patient presented to the emergency room due to unrelated complaints, and the patient was found to have bradycardia. Additionally, the lead was found to have no capture and had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and the lead exhibited apparent explant damage.